Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. After the most recent occlusion, the customer noted that the exterior of the pump was wet with insulin when removed from the case. Tandem technical support advised the customer to change the supplies on the pump. The customer acknowledged.